Event description:
Patient experienced a pump malfunction while trying to insert syringe into pump - issue did occur while patient was using but did not cause any dosing issues - new pump was sent for replacement and old pump returned to pharmacy. Dates of use: from (B)(6) 2016 to ongoing.